Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that during placement of the PICC catheter, the head nurse unpacked a new PICC catheter and found evident bending at the proximal end of the catheter. When being pre-flushed, the catheter leaked liquids at the site of bending. The PICC catheter was immediately replaced.

Event description:
It was reported that during placement of the PICC catheter, the head nurse unpacked a new PICC catheter and found evident bending at the proximal end of the catheter. When being pre-flushed, the catheter leaked liquids at the site of bending. The PICC catheter was immediately replaced.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The sample appeared free of obvious use residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization. Microscopic inspection of the sample did not reveal evidence of catheter/stylet deformation or leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h11